Event description:
A customer reported an issue with high blood glucose readings, which were obtained using a continuous glucose monitor and displayed as "high". There was no clear cause identified for the elevated readings. To address the issue, the customer performed a full supply swap and administered a bolus to manage the high blood glucose, choosing to monitor trend arrows on the pump to gauge any changes in levels as the bolus took effect.